Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles occurred. During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. During preparation, air was observed within the sheath. The sheath was replaced, and the procedure was successfully completed with an alternative device. No patient complications occurred, and the patient made a full recovery.